Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a therapeutic laparoscopic procedure, the endoeye flex 3d deflectable videoscope presented image discoloration when being used with a 3d system. The color of the image was redder than before, and the white balance had an adjustment issue. The screen prompted the white balance adjustment was successful, but the adjustment was not effective. The intended procedure was completed with a similar device with no surgical delay. The patient was not under anesthesia. No patient harm reported. This report is to capture the reportable malfunction of image discoloration.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. No fault was found with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 of the initial report; the reporters title is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a temporary contact failure. The event can be detected/prevented by following the instructions for use which state: "please read before use: dangers, warnings, and cautions: push the video connector into the video system center until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor. The damaged image sensor will display no image and make the distal end hot, which could cause operator and/or patient burns. Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.